Manufacturer narrative:
(B)(4). This lot was manufactured from october 3, 2012 to october 4, 2012. Evaluation summary: the device was received for evaluation. A visual inspection was performed and showed no defects related to the reported problem. The device was filled with water for leak testing and no leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from an unspecified location. It was not specified when in the process this was noted. The device was filled with 1g/100 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.